Event description:
Hospital informed me that they had to explant a vital port because of complications. The device would not flush properly. The implant date was on 6/30/94. The explant date was on 7/11/94. And a second vitalport was then implanted. Second implant is functioning well.